Event description:
Per the clinic, the patient experienced inflammation and skin complications around the implant site. The abutment was removed (date not reported). Subsequently, the patient underwent revision surgery on (B)(6) 2013 to attach a longer abutment to a sleeper fixture. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.